Manufacturer narrative:
(B)(4). Batch # unk. Additional information requested and received: what color cartridges were used? White. Does the surgeon routinely wait 15 seconds prior to firing? Always. Was buttressing material used? No. Was the source of bleeding identified? Dr (B)(6) thinks jejuno-jejunal anastomosis. Were there any staple formation issues noticed throughout care of patient? Unk. Was any other intervention required other than transfusion? Was only a single. Transfusion required? Transfusion & reoperation. What was the reason for additional hospitalization for 7 days? Intensive care and second surgery to solve bleeding. What is the current patient status? Doing well.

Event description:
It was reported that there was a post-operative bleeding after a bypass procedure. This happened 24hr after the surgery. There were no issues during the procedure itself. The patient needed a blood transfusion and had to be hospitalized for 7 additional days.